Manufacturer narrative:
The logs for the navigation system were reviewed by medtronic personnel. However, the logs provided no additional insight into the probable cause of the anomaly. The software investigation found that a probable cause was unable to be determined without further information since the on-going investigation proved to be inconclusive based on the information provided.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. On 6/27/2017 a medtronic representative went to the site to test the equipment. The representative was unable to replicate the reported issue. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional. No parts were replaced. No parts have been received by manufacturer for evaluation.

Event description:
A medtronic representative reported that the imaging system collimator was not initializing and a error initialization collimator message was displayed on the pendant. Issue occurred when the site was testing the system to prep for a surgery scheduled for a later date. Rebooting the system issue resolved the issue. There was no patient present at the time of the issue.